Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using fluency plus vascular stent graft. During deployment, after the stent reached the target lesion site, the stent connector detached from the delivery sheath. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was not returned for evaluation but a provided video shows the blue outer sheath separated from the swivel nut which leads to confirmed results for catheter detachment. There were no indications of manufacturing deficiencies. Only very limited information was provided by the customer about the incident. Based on the provided information and evaluation of the provided photo, the investigation is closed with confirmed results for catheter detachment. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding anatomy the instruction for use states "if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit". Regarding preparation of the device the IFU states: the the instruction for use states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment". Regarding materials, an "appropriate introducer sheath" and a "0.035 inch (0.89 mm) diameter super stiff guidewire" are required for the procedure. The packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. Regarding warnings, the the instruction for use states "visually inspect the fluency plus vascular stent graft to verify that the device has not been damaged due to shipping or improper storage. Do not use a damaged device" g3, h6 (method, component, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using fluency plus vascular stent graft. During deployment, after the stent reached the target lesion site, the stent connector detached from the delivery sheath. There was no reported patient injury.